Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had died and she was having it replaced. The patient knew the ins had died because it didn¿t respond to telemetry from the patient programmer. The patient had been informed by the healthcare provider that the ins would need replacing every 5 to 10 years and it had only been 4.5 years. The patient didn¿t feel like the ins ¿was working all the time¿ until it died. Then, she knew it had been working. Two weekends prior to the report was ¿horrific¿ because the patient¿s symptoms were ¿very dramatic.¿ the patient had reportedly started to notice a change in therapy due to the depleted ins.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v192312, implanted:(B)(6) 2009, product type lead. (B)(4).